Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the left ventricular (lv) lead, the physician did not like the width of the vector, so the lv vector was changed from lv3-right ventricular coil to lv3-lv2.  After, the lv lead vector configuration change the device diagnostic feature that determines the percentage of effective cardiac resynchronization therapy pacing, was not running/providing any diagnostic information.  A remote transmission revealed that the lv trends showed possible high threshold that occurred the day after the lv lead configuration was changed and continued to show for several days.   It was suggested that the device diagnostic feature that determines the percentage of effective cardiac resynchronization therapy pacing, was not running/providing any diagnostic information due to possible patient latency or the noted lv lead high threshold.  The lv lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. The device memory indicated pacing capture threshold in the left ventricle was unstable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the physician "did not like the width of the vector" due to patient physiologic with narrower qrs, time it takes for the ventricle to depolarize. The lv lead vector was changed, and electrograms (egm) storage was changed to record ventricular vectors only.